Event description:
The procedure was a percutaneous transhepatic cholangeogram. The physician had difficulty deploying the protege stent. It was tight and only partially deployed. With greater force, the physician was able to deploy the rest of the stent, but it was elongated.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Stent was implanted (B)(6) 2012.